Manufacturer narrative:
The mount was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report. D4: device expiration. D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event details available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided, patient's weight not provided, additional 510k numbers: k011028 and k013227.

Event description:
It was reported that during placement, the mount fractured. The mount is bundled with implant tsvb10. The implant was removed and another one was placed. Tooth location 30.